Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that a seal issue was discovered with the product. The item was not in use. No injury or death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and their respective complaint numbers are as follows: (B)(4) lot 031020, (B)(4) lot 051320, (B)(4) lot 020321, (B)(4) lot 011321.